Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - litigation papers allege the following: patient began suffering pain and swelling. His hip pain continued to worsen considerably and significantly impair his ability to perform daily activities, work, walk and even stand. This resulted in pain and suffering, lost income and other economic and personal damages for patient. Update jun 07, 2017: legal medical records received. After review of medical records, there is no new information. This complaint was updated on: jun 12, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.